Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
It was reported that the patient experienced pain the moment the probe touched skin during a heart examination. The user stopped scanning the patient following the reported phenomenon. The patient's skin was reported to be red but had recovered naturally. It is unknown whether the patient was provided medical care to treat the burn. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was reported for the transducer overheating. During evaluation of the device, the failure mode was noted to be image quality and lens blister due to electrical short in the array. A CAPA was initiated for this issue.